Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On approximately (B)(6) 2024, the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, drainage and infection extended beyond the patch perimeter. It was reported that the patient went to the emergency department and the reaction was treated with a prescription of an oral antibiotic flucloxacillin. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).